Manufacturer narrative:
Additional narrative: part 314.743, supplier lot 15069-01, synthes lot 5639589: release to warehouse date: november 12, 2007. Supplier: criterion tool & die, inc. No non-conformance reports were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located approximately 4.7 to 8.7mm distal to the distal edge of the drive shaft helix. The helix is intact but worn. The device also has minor surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a reamer irrigator aspirator (ria) shaft broke during a procedure on (B)(6) 2017. As the surgeon was reaming for bone graft in the patient's femur, the tip of the reamer shaft broke off into four-five (4-5) pieces into the bone graft filter. The fragments were retrieved from the bone graft filter. It was confirmed that no fragments remained in the patient. There was no reported surgical delay. No additional x-rays or medical intervention required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: 13.0mm reamer head (part #352.252s, lot #unknown, quantity 1), ria tube assembly (part #314.746s, lot #unknown, quantity 1), ria drive shaft seal (part #351.718s, lot #unknown, quantity 1), ria locking clip (part #352.260s, lot #unknown, quantity 1), ria graft filter (part #352.229s, lot #unknown, quantity 1), 2.5mm reaming rod with ball tip (part #351.706s, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).